Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-11015. It was reported the pt had not charged her ipg for 7 months. In addition, the pt reported she had been reprogrammed, but had not been able to receive effective stimulation prior to the decision to quit using the system. The sjm rep was unable to interrogate the system due to the ipg not being charged. The pt was asked to attempt to charge the system. It was undetermined whether the pt had communication with the ipg. It was reported the next course of action may be surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.